Event description:
Information received from the field does not address the patient's clinical status but notes that while the device was in ddd mode, the auto threshold search would decrease to .25v, lose capture for one beat, then immediately increase the output to 4.5v.